Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on the electronic assembly noted. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corner and missing the end cap sticker noted.

Event description:
Customer reported via phone, the insulin pump had fallen in the lake. He let the device dry for a week and when he turned it back on the up arrow was unresponsive. Customer's blood glucose was 190 mg/dl. Troubleshooting was performed and due to the up arrow being unresponsive self-test was not possible. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.